Manufacturer narrative:
A2-a4, g3: the patient's information was provided by the manufacturer representative. D11: the lot number of the ssd is s3z6nbrk601385t. H3, h6: the system checkout coding has been updated to fdm10, fdr120, and fdc4307 to accurately portray the checkout. The ssd was returned for product analysis. The ssd was tested and found to boot consistently to the login screen over 10 times. There were no problems detected. Fdm10, fdr213, fdc67 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any â¿¿defectsâ¿¿ or has â¿¿malfunctionedâ¿¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed computer boot up failure with ubuntu error. The ssd drive was replaced and the system was running normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case there were issues with snapshots and projections saving. Technical services requested they reboot the system, but the surgeon was not ready for a reboot. When they were taking a confirmation spin the imaging was not able to successfully send a spin. At this point they attempted the first reboot and the system had an ubuntu error when turned on. Troubleshooting were done and tried to ignore and fix errors. It was noted that the logs on the screen would flash but nothing more. There was less than one-hour delay and no reported impact to patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the procedure was completed successfully by aborting use of navigation.